Event description:
It was reported when using the bd pyxis¿ es server,, the patient was not shown on the station. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's details were not shown on the station. The technical support specialist (tss) dialed into the server, ran all device events reports, checked active directory synchronizer logs and found an error while batch updating user accounts and switched to failover mode. The tss was then informed by the customer they were able to see a real-time example of a patient in a rad onc appointment, and did a facility search and successfully found the patient and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the.